Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op to an unknown procedure, the patient was brought back to surgery due to a staple line leak on a side to side anastomosis. Stool and bile were noticed secreting from an undone portion of the staple line about one half to three quarters of an inch long. No other information is available at this time. The device was discarded. I spoke with one of dr's (B)(6) partners, dr (B)(6), who took the pt back to the operating room to handle the complication. Dr (B)(6) said that one of the tlc75 staple lines had come undone. About 1/4 to 1/5 of one of the staple lines had come undone and the pt was actively bleeding from that part of the staple line. He said the staples looked ok but I don't know whether he inspected them top and bottom. He cleaned out the site and over sewed the affected portion of the staple line with suture.